Event description:
Customer reported that he had high blood sugars. Customer stated that the drive support cap is flush in her insulin pump. Customer stated that the insulin pump is alarming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.